Event description:
Litigation papers allege: grinding of the hip joint, clicking, popping difficulty walking physical limitations, and inability to engage in his usual social and recreational activities, wage losses, medical expenses, and elevated cobalt and chromium levels in her blood.

Manufacturer narrative:
Examination of the reported devices was not possible as they was not returned to depuy. A search of the complaints databases finds no other reported incidents of infection against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system shows other devices from the reported lots as delivered and can be reasonably concluded as implanted without issue as no further reports have been received. Infection after this length of time implanted is not likely to involve a device or device processing error. Based on the inability to find any other reported incidents against the provided product and lot codes, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. It is known the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation.) Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.